Event description:
Severe knee effusion [joint effusion]. Case description: spontaneous report received on 09/13/2010, from a physician regarding an (B)(6) male, patient, (initials unk), with a history of a meniscus lesion. The patient received the third synvisc injection between (B)(6) 2010 and (B)(6) 2010 into the knee joint. During the weekend of (B)(6) 2010 and (B)(6) 2010, the patient experienced severe knee effusion without fever, redness, or hotness of the knee. The patient went to the emergency room and a knee joint puncture was performed. The patient was hospitalized on an unk date in (B)(6) 2010 and placed on antibiotic therapy not specified (nos). Blood results were in the following: esr (erythrocyte sedimentation rate) 10mm westergren and increased crp (c-reactive protein) of 50 mg/l. Complete results of the synovial fluid work up was pending although it was already known that the white blood cell count (wbc) was 7000/mm3 with 70 (units unk) neutrophils and 30% lymphocytes. The preliminary bacteriological examination "seemed to be negative" and results of the bacterial culture were pending. On (B)(6) 2010, the attending physician reported that he placed the patient on nonsteroidal antiinflammatory drug (nsaid) nos (not specified), and that knee effusion recurred on that same day. The physician decided to wait a few days before considering a second puncture. The physician assessed the event as related to the synvisc injection. At the time of this report, the outcome of the reported event and treatment were unk. The synvisc lot number was not provided. No further information was provided. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.